Event description:
It was reported that a user experienced pairing failure between a dexcom g7 sensor and the ilet pump while also using a g7 receiver; the user was instructed to power down the receiver and re-enter the sensor code into the pump, consistent with troubleshooting for communication interference between components. Symptoms included no reported alerts or alarms and no adverse clinical effects. Outcomes included no reported impact on health and no hospitalization. Investigation included customer-guided troubleshooting and education regarding proper device pairing and elimination of potential wireless conflicts. Investigation of this case revealed that concurrent use of the g7 receiver likely interfered with ilet pairing, consistent with known communication and connectivity limitations between the cgm and the pump. It was concluded, based on previously established findings for similar reports, that the cause was user interaction contributing to device communication failure.